Manufacturer narrative:
Hill-rom technical support suggested checking the bed exit sensor strips. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located at the account. There was no patient/user injury reported. (B)(4).